Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the needle fell out of the jaws and was retrieved. Another device was used to resolve the issue in order to complete the case. There was no patient injury.